Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low amplitude, which led to the smart pass feature being disabled. It was noted that the patient lost 20 pounds since implant. Troubleshooting options were discussed and recommended. The patient presented to the clinic and all vectors failed. The plan will be doing defibrillation threshold (dft) test in a few weeks and it expected that the vectors passes or else going to have to extract the s-ICD and put in implantable cardioverter defibrillator (ICD) system. An x-ray was performed, and looked decent. A dft test was performed and it was noted that the commanded shock was successfully delivered for this s-ICD system. Then, it was noted that overnight, this patient received an inappropriate electric due to oversensing. An auto setup was performed and all vectors failed. No programming changes are available at this time. This product remains in service and no additional adverse patient effects were reported.